Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204 (belt/monitor unusable)) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable). As received, the belt receptacle was pulled from the monitor case and the belt receptacle connector was partially lifted in j1001 connector on the computer / analog (ca) board. The cause of the code 204 is the damaged receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred as a result of the damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).